Event description:
It was reported that while this device was being used to expand a coronary stent, the balloon of this device burst. There has been no report of injury related to this event. The device has been discarded and will not be returned for analysis.